Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if any malfunction alarm appeared again.